Event description:
Customer called to report the up arow button was not working properly. Device was not dropped or bumped. However, customer accidentally went into the pool with the pump for a short period of time. It was stated that customer dried the pump off with a hair drier.